Manufacturer narrative:
Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 24-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a revision done in (B)(6) 2010. The patient stated the reason for the revision was the lead broke. The indication for use was failed back surgery syndrome. No patient symptoms reported.